Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables were leaking. Patient was diagnosed with proximal left acetabulum humerus fracture and required surgical intervention on (B)(6) 2021. The event described patient requiring warm blood postoperative and the nurse found leaking occurred in the disposable pipeline. The report indicated a delay in the treatment as warm liquid piggy backing the blood transfusion. Report indicated concern for safety with leaking.